Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader. Damage to the reader strip port was observed. The reader was received partially de-cased and scrap marks on the edges of the reader were observed. No product deficiency was identified. The condition of the returned product was attributed to user misuse.

Event description:
Customer reported his adc freestyle libre sensor fell off, but when he attempted to use the built-in meter to perform a test, the meter would not recognize the test strip. Customer further reported that on (B)(6) 2017 when he was unable to obtain a blood glucose result he self-presented to an emergency room. At the hospital, customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.